Event description:
Physician was attempting to use an everflex entrust self-expanding stent during procedure to treat a moderately calcified lesion in the proximal to mid superficial femoral artery (sfa) with chronic total occlusion (cto-1--%). The vessel was moderately tortuous. There was no damage noted to packaging. There was no issue noted when removing device from hoop/tray. The device was prepped per IFU with no issues identified. Catheter/delivery system deformed at luer/hub. Deployment issue occurred with physician unable to deploy. There was resistance encountered during delivery to lesion with force applied. The device did not pass through a previously deployed stent. The thumbscrew/lock-pin was checked for securement prior to procedure. The lock-pin was removed when the physician was ready to deploy stent. The lesion was predilated with a 2.0 x120 nanocross. It was reported that when trying to deploy the stent, the physician began to use the delivery wheel on the catheter hub and noticed tremendous restriction when deploying, eventually the wheel system broke and spun freely without deploying the stent. Physician elected to remove the entire stent system and used a new everflex entrust to complete the procedure. That stent was successfully deployed. There was no patient injury. When the device was returned to the manufacturing facility for evaaluation, it was noted that he stent was partially deployed.

Manufacturer narrative:
Product analysis the stent confirmed as 150mm the device was returned with a 0.014¿ guidewire locked in the device with approximately 2mm of the stent exposed and the inner shaft protruding through the safety port, the red safety tab was removed. The guidewire od was measured on the micrometer the handle was opened, and it was found that the guidewire lumen folded back/kinked. The pullwire was still attached to the outer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.